Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and a large ketone level identified as dangerous. Health care professionals determined the cause was customer was dehydrated from vomiting from an unrelated illness. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment, and fluids. Customer declined to provide release date, however indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.